Event description:
It was reported that the v60 ventilator only runs on battery and would not run on ac (alternating current). The device was not in clinical use when the issue occurred. No patient impact or harm reported. During troubleshooting, the biomedical engineer (bme) reported that the v60 ventilator only runs on battery and would not run on ac (alternating current). The bme also reported that the power supply was black (discolored). The customer was provided with the part number for a replacement power supply. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the biomedical engineer (bme), and it was reported that the power supply was replaced to resolve the issue. The bme reported that the device was returned to service.